Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The complaint has been confirmed through the error log. The circuit board needs to be replaced.